Event description:
It was reported that during a tka procedure, device broke while using it. No delay. Backup device available. No impact or injury to patient reported. During use, product was broken

Manufacturer narrative:
The associated complaint device was returned for evaluation. A visual inspection of the returned device confirmed the gii universal extractor is broken into two pieces. All components were returned with this complaint. There is no lot number available. This instrument exhibits signs of extreme use and wear. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.